Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had diabetic ketoacidosis and high blood glucose level. Customer's blood glucose level was 457 mg/dl when he went to emergency room and then admitted to hospital on (B)(6) 2018. Customer's current blood glucose value was 192 mg/dl. Customer did experiences symptoms of high blood glucose level such as nausea, elevated heart rate loss of appetite. Customer was treated with emergency room. Customer was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.